Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 31-mar-2025. Investigation summary bd received one photo and eight samples for investigation. The customer's photo displays a device with the button pressed, yet the needle is not retracted into the sample of the device. The eight returned samples underwent functional tests and all passed, demonstrating proper activation with no retraction failure or defects observed. Additionally, 30 retained samples also underwent functional tests and all passed, showing proper activation with no evidence of retraction defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: retraction issue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the safety mechanism failed to retrieve the needle. No patient or user impact reported.

Event description:
It was reported while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the safety mechanism failed to retrieve the needle. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.